Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction alarm and was included in field correction, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, allow pump battery to fully deplete, and return malfunctioning pump to tandem within 10 days using provided shipping materials, while tandem technical support completed the field correction form, confirmed shipping details, and arranged shipment of replacement pump with updated software, advising customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.